Event description:
It was reported that the patient was implanted with rhbmp-2/acs. Some time after the surgical procedure, the patient developed a hematoma. The hematoma was evacuated.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.